Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during an intraocular lens (iol) implant procedure, crack was noticed on lens during insertion slightly off center and small. The surgery completed with same lens. Additional information received and stated that the surgeon thinks event could have also occurred by the way she loaded the lens as she was still a registrar, and the other surgeon was not present at the time. The lens remains implanted in patient's eye.

Manufacturer narrative:
Additional information provided in h.3., h.6. And h.11. The product was not returned. A device history record review and a non-conformance review of the reported lot number was conducted. No deviations were identified and all corresponding production release specifications defined in the device master record were met. The file indicates the use of a qualified cartridge and handpiece with a non-qualified viscoelastic. The product investigation could not identify a root cause. The product was not returned for evaluation. The root cause for the reported complaint may be related to a failure to follow the (instructions for use) IFU. The viscoelastic indicated is not qualified for the lens/monarch combination used. Company foldable iols are qualified for use with a company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The IFU instructs that an company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. The IFU instructs: using holding forceps, grasp the lens by the optic edge and gently place the lens anterior side up into the back of the ovd-filled cartridge. The lens should be inserted until the optic is a little more than half-way inside the cartridge. Use the holding forceps to gently push down on the lens, verifying that the lens is on the bottom surface of the cartridge. Using holding forceps, take the trailing haptic, and gently fold the haptic onto the anterior side of the optic. Slowly grip or push the optic edge to position the lens as far into the cartridge as the forceps will permit, while ensuring the lens remains on the bottom surface of the cartridge and the trailing haptic remains on the optic. Failure to follow these steps may cause the lens to advance incorrectly causing delivery issues and/or damage. The manufacturer internal reference number is: (B)(4).